Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that live image on control room display was unavailable. The customer did not call philips for evaluation and repair service. As the customer decline the service request no additional information related to procedure, patient and resolutions were retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The catalog item identifier, reporting institution name, reporting address line 1 and the reporting address city have been updated.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that live image on control room display was unavailable. The customer did not call philips for evaluation and repair service. As the customer decline the service request no additional information related to procedure, patient and resolutions were retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the live image in the exam room was unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.